Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an unexpected restart from the insulin pump. The customer's blood glucose reading was 16 mmol/l. The customer stated that the pump kept resetting and showed unexpected restart. The customer stated that the alarm was reoccurring in the alarm history. The customer stated that temporary basal was not programmed before the unexpected alarm occurred. The customer was advised that the pump will need to be replaced.